Manufacturer narrative:
The device is expected to return for evaluation. It has not been received.

Event description:
The event involved a plumset that leaked on the air vent. The following was reported: on (B)(6) 2019, the first injection of vastin 175ml/hr 262ml finished at 16:20. Second with campto (irican) 175ml/hr 262ml finished at 19:35. Third finished at 21:26 with covorin 268ml/hr 268ml injection. Fourth finished for 5 minutes at 22:27 with bolus 5-fu 760ml/hr injection. Fifth injection started at 22:35 with 5-fu 20ml/hr. On (B)(6) 2019 at 2:10 when leakage was found. No patient harm was reported.

Manufacturer narrative:
One used list # 146870489, primary plum set, clave port, clave y-site, secure lock, 103 inches; lot # 3846889 was received for evaluation on 9/26/2019. The complaint of leakage from the vent plug juncture on the drip chamber on the 146870489 primary plum set can be confirmed. The set was leak tested per product specification. There was a leak observed from the vent plug juncture filter material with the cap open. The leakage observed appeared to seep from various locations. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter vent material.

Manufacturer narrative:
The complaint of leakage on the 146870489 can be confirmed based on the photo provided. The photo depicted a drop of solution on the outside of the vent plug juncture on the drip chamber. No product samples or videos were received for investigation. Without the return of the sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review (DHR) for lot number 3846889 was reviewed. No non-conformance were found that would have resulted in the reported complaint.